Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 620rg33 annuloplasty ring, implanted: (B)(6) 2012. (B)(4).

Event description:
It was reported that the right atrial (ra) lead exhibited no capture. The lead was capped but not replaced as part of a system downgrade. No patient complications have been reported as a result of this event.